Event description:
Procedure type: unk. According to the reporter, the trocar obturator fell apart depositing pieces into the patient abdominal cavity. The surgeon slightly enlarged the incision to remove the pieces and use a larger trocar to complete the case. Patient details or procedure was not known. No patient injury was reported.